Event description:
During remote follow-up, episodes of far-field r-wave over-sensing (ffrwos) were causing automatic mode switch (ams) episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed. The patient was stable with no consequences and will continue to be monitored.